Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under microscope magnification. Only the half of the lens was returned. Haptic was observed distorted. Visual inspection revealed surface residuals (fiber/particles) on lens, which is consistent with the lens being handled out of a sterile environment. The condition of the returned sample is most probably related to the handling and/or explant procedure. Due to the condition of the returned sample, no further investigation was performed. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Model number: no information (ni), catalog number: ni, expiration date: unknown. Because the serial number is unknown, the expiration date cannot be determined. Serial number: asked but unavailable (asku). If implanted, give date: asku. Section f has been completed by the manufacturer. (B)(4). Device manufacture date: unknown. Because the serial number is unknown, the manufacture date cannot be determined. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that intraocular lens (iol) was explanted from patient's right eye, due to symptoms of visual disturbance (blurry vision) that significantly interfere with activities of daily life. Additionally, it was noted that lens had rare inclusions and large vacuoles. Incision was enlarged and vitrectomy was performed. A replacement lens was placed successfully. Replacement lens model and serial number were asked but not provided. No patient complications were reported. It was further noted that patient has recovered without any complications. No further information has been provided.